Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported the screwdriver tip broke during the removal surgery of the hallu-fix plate and snap-off screws. The surgery time was increased by 45 to 60 minutes. Additional info concerning this event was requested by integra.